Event description:
This case was initially received via (B)(6) ((B)(4)) on 26-oct-2017. This spontaneous case was reported by a consumer and describes the occurrence of hysterectomy ("hysterectomy"), abasia ("unable to walk") and pelvic fibrosis ("pelvic blocking") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced fatigue ("chronic fatigue"), premature menopause ("precocious menopause"), visual impairment ("vision decreased"), neck pain ("cervical pains"), musculoskeletal pain ("severe joint and muscular pains"), abasia (seriousness criterion medically significant), eczema ("eczema"), depression ("depression"), pelvic fibrosis (seriousness criterion medically significant), musculoskeletal discomfort ("heavy shoulders"), device breakage ("possible piece of essure remaining") and complication of device removal ("possible piece of essure remaining"). On (B)(6) 2017, the patient underwent hysterectomy (seriousness criteria medically significant and intervention required). At the time of the report, the hysterectomy, device breakage and complication of device removal outcome was unknown, the fatigue, premature menopause, visual impairment, neck pain, musculoskeletal pain, abasia, eczema and depression was resolving and the pelvic fibrosis and musculoskeletal discomfort had not resolved. The reporter provided no causality assessment for abasia, complication of device removal, depression, device breakage, eczema, fatigue, hysterectomy, musculoskeletal discomfort, musculoskeletal pain, neck pain, pelvic fibrosis, premature menopause and visual impairment with essure. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on an unknown date: nothing to report computerised tomogram - in (B)(6) 2017: possible piece of essure remaining. Computerised tomogram pelvis - on an unknown date: nothing to report. Nuclear magnetic resonance imaging - on an unknown date: for polyarthritis - nothing to report. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred terms. In this particular case a search in the database was performed on 27-oct-2017 for the following meddra preferred terms: hysterectomy: the analysis in the global safety database revealed 107 cases. Device breakage: the analysis in the global safety database revealed 1884 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Further company follow-up with the regulatory authority is not possible. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred terms. In this particular case a search in the database was performed on 27-oct-2017 for the following meddra preferred terms: hysterectomy: the analysis in the global safety database revealed 107 cases. Device breakage: the analysis in the global safety database revealed 1884 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Company causality comment. Incident~ no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.